Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4)

Event description:
The consumer reported the patient had their implantable neurostimulator (ins) with adaptivestim implanted a year ago, but it wasn't performing as advertised/promised. The physician and manufacturer's representative (rep) both touted over 1,400 programming options in the device, but one year along had three. At the patient's last meeting with them the rep. Stated there were 500 programming options, and convinced the patient to upgrade to the adaptivestim model, but the patient and her husband weren't sure if it had been turned on or if it was functioning if it was turned on. The consumer wanted to know how many programming options the ins supported and how to know if the adaptivestim option had been activated.